Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 515 mg/dl and diabetic ketoacidosis due to his infusion set tubing detaching. The patient did not notice his tubing was detached for 10 hours. At the hospital, the patient was treated with insulin drip for three days. The insulin pump was not returned for analysis.